Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the pump screen went blank twice yesterday and she also had a battery out alarm during normal usage of the pump. The blood glucose was 4.2 mmol/l at the time of the incident. Customer confirmed that the pump was dropped and hit the kitchen floor yesterday and the battery cap after she had the above issues was hard to remove. Customer inspected pump while on call and noticed that there is a piece of plastic missing around the battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and passed the self-test, unexpected restart error and displacement tests. No unexpected off no power, low battery, weak battery, battery out limit or failed battery test alarms were noted during testing. The pump had cracked battery tube threads. No cracked/damaged battery cap was noted.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked battery tube threads. No cracks or damage battery cap noted.